Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that he had high blood glucose levels. His blood glucose level was over 600 mg/dl. He treated his high blood glucose level with 15 units of insulin via manual injections. The customer's blood glucose level remained high. He did not have high blood glucose symptoms. The infusion set cannula seemed to be bent. The device was not returned.